Event description:
Customer reported that in 2005, spouse was unable to wake patient from sleeping and they were reported to be sweating and clammy. The paramedics were called and comparison tests were taken on the customers meter and the paramedics meter. The paramedics meter read 61 mg/dl and the precision xtra meter read 105 mg/dl. Paramedics treated the customer with orange juice to raise glucose levels. The freestyle reading of 105 mg/dl was not consistent with reported symptoms and treatment.